Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when implanting the PICC catheter, damage to the guide wire (excessively fragile guide wire) occurred, increasing the surgery time. No other information was provided.